Event description:
According to the info received, the pt experienced endocarditis, paravalvular leak and emboli following implant. The pt was admitted to the hospital 12 days following implant and again 6 days later. The patient expired almost one month following implant. The cause of death is unknown at this time.